Manufacturer narrative:
Findings: pump was received with no button response due to flattened down button dome switch. Inspected j2 on lcd connector and no unlocked connector noted. Unable to verify low battery alarm or perform the functional testing, including the operating currents test, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to button keypad anomaly. Moisture damaged found on the electronics and motor. Pump had cracked case at display window corner, battery tube threads, minor/deep scratched display window.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was 94 mg/dl. The customer reported that the device was exposed to condensation. Customer is outside working in the heat and his shirt was soaked. Customer reported that there is fluid under the lcd display. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. Customer declined to troubleshoot for low battery alarm.